Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad). The target lesion was predilated with an unspecified balloon catheter. This promus premier stent delivery system was selected; however, the device was unable to cross the lesion and upon removal the stent became caught on the calcium and dislodged inside the patient. The stent was retrieved through the guide catheter. No patient complications were reported and the patient's status is stable.